Event description:
The customer contacted physio-control to report that their device displayed the charge-pak and attention icons. There was no patient use associated with this event. Upon further evaluation of the device, physio-control observed that the device would not remain powered on. Therefore, the device would not be able to provide defibrillation therapy if needed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed on the analog pcb assembly that the negative tab of internal hybrid layer capacitor (hlc) battery, designator bt3 was broken. This caused the reported power issue. The customer was sent a replacement device.